Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The patient called in to report that she had 12 occasions that the cleo 90 infusion set completely detached during use at the site. In the evening her blood sugars rose to 400-500 mg/dl, and during the day her blood sugars rose 200-300 mg/dl. When she noticed the site detached she changed out her site and administered insulin. Additional information was requested but not received. Please reference MDR numbers: 2183502-2016-01712, 2183502-2016-01713, 2183502-2016-01714, 2183502-2016-01715, 2183502-2016-01716, 2183502-2016-01717, 2183502-2016-01718, 2183502-2016-01719, 2183502-2016-01720, 2183502-2016-01722 and 2183502-2016-01723 for the other cleo infusion sets that are also associated to this complaint.